Event description:
It was reported that the patients simulation was only relieving about 50 percent of their pain and the patient thought something might not be working correctly. The patient noted there was nothing wrong with the manufacturer¿s product, but they thought the paddle may have slipped on their spine or broke apart. The patient did not want to talk about this issue. They were going to see the healthcare provider (hcp) on monday after the report and would then determine whether they needed to get the device fixed, reprogrammed, or taken out. The hcp was still having concerns regarding the patient¿s device or therapy but was working with their hcp. The patient did not have concerns with their device or therapy. It was working okay and seemed to be sleeping better but they must still take pain pills and oxycodone. The patient had not talked to a manufacturer representative (rep) since implant. Initially they had severe abdomen pains when the paddle was placed but that went away after two weeks. The patient had upper back pains for about 8 weeks but that subsided. The patient discussed this with their hcp but would just let it go and keep an eye on it. Further information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7791, lot# n514411, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).